Event description:
Physician used two admiral xtreme pta balloon catheters for the treatment of the mid/dist sfa of the right leg. It was reported that re-occlusion of the target lesion was confirmed approximately 6 months post index procedure. Revascularization was performed. During revascularization, patient also received treatment of the anterior tibial artery. Investigator reported that the event was not related to the study device but was definitely related to the procedure. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (re-stenosis, revascularization).